Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction of the us balloons. It is random failure. This report is being filed as part of the pentax backlog management plan.

Event description:
Brand new us-balloons leaky. This event occurred at the time of before use. There was no report of patient harm.